Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope could not be sterilized during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿could not be sterilized¿ was not confirmed. The following findings were noted during device evaluation: air/water and suction cylinder has discoloration, switch box has a scratch, adhesive around the objective and light guide lens has a chip, and bending rubber has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the sterilization issue could not be determined. Detection and preventative measures associated with reprocessing are written in "gif/cf/pcf0-190 series operation manual: chapter 3: preparation and inspection" and "gif/cf/pcf-190 series reprocessing manual: chapter 5: reprocessing the endoscope." It is possible that the device was not able to be sterilized due to endoscope defects. Olympus will continue to monitor field performance for this device.